Manufacturer narrative:
The insulin pump was unable to prime during the basic occlusion test due to a loose drive support disk.

Event description:
It was reported that the insulin pump was not priming properly. The insulin was exiting the tubing, but the numbers did not appear on the screen. Advised the mother that the insulin pump would be replaced. Nothing further was reported.